Event description:
Additional information received reported that the patient met with his health care provider (hcp) and manufacturer representative. The patient's lead and device were to be replaced the week after the report. However, the patient name on the schedule was different. Information received on (B)(6) 2012 reported confusion between which patient was being reported on in the previous report. Further discussed on (B)(6) 2012 it was decided that the revision was set for the original patient, because the representative knew nothing about the second patient. However, it was noted that the second patient was the name seen scheduled.

Event description:
It was confirmed that the patient recovered well after surgery and the therapy was effective. The device system was disposed of by the client and will not be returned to the device manufacturer.

Event description:
Additional information received reported the patient was to have a revision. The revision was due to two fractured leads. Per manufa cturer's device registry it was noted that the leads, extensions, and ins were explanted on (B)(6) 2013. The ins and leads were replaced on the same date. No further information was reported.

Manufacturer narrative:
Concomitant products: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type extension; product ID 3487a-33, lot# j0401940v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead; product ID 3487a-33, lot# j0401940v, implanted: (B)(6) 2004, explanted: (B)(6) 2013, product type lead.

Event description:
It was reported, the patient's impedance measurements were greater than 4000 ohms on some bipolar pairs following a car accident. Impedance measurements were retested at 3.5 volts and the impedances dropped to the 3000 ohm range. It was noted contacts 0-3 were mostly affected; the only intact impedances were combinations 0-1 and 1-2 at 1811 ohms. It was also noted combinations on contacts 4-7 were good in the 500-750 ohm range. It was noted, the leads appeared to be switched in the ports since the patient felt stimulation more on the left side. It was also reported, the patient did not experience changes in stimulation however, it was noted, the patient did not feel the left side as much as the right side. It was later reported that impedances were out on one lead and the patient's battery was getting low. It was noted there were plans to replace both the lead and battery though a procedure had not yet been scheduled. It was also reported, the patient did not get stimulation from his broken lead. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Product ID, 748925 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type extension product ID, 748925 lot# serial# (B)(4), implanted: 2004 (B)(6), explanted: product type extension product ID, 7435 lot# serial# (B)(4), implanted: explanted: product type programmer, patient product ID, 3487a-33 lot# j0401940v, serial#, implanted: 2004 (B)(6), explanted: product type lead product ID, 3487a-33 lot# j0401940v, serial#, implanted: 2004 (B)(6), explanted: product type lead. (B)(4).